Event description:
The customer contact reported that blood was pumped away from the pt rather than to the pt. At an unspecified time during the day shift, the tubing set was primed with normal saline, loaded into a plum pump, connected to the pt's peripheral IV catheter and the delivery was started at a rate of 75ml/hr. Immediately after the infusion was started, the nurse noted that "with every pumping cycle of the pump, I could see blood coming out of the pt." At this time, the pump was powered off and the tubing set was removed from the pump. The nurse gravity flowed the saline while still connected to the pt and "it flowed beautifully." The nurse placed the tubing set back into the pump and restarted the infusion at a rate of 75ml/hr, however, the same event occurred. The tubing set was removed and therapy was initiated using a replacement set. There were no reported adverse pt effects replacement set. There were no reported adverse pt effects and no med interventions were required. Though requested, no additional information was provided.